Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement <200 ohms. Oversensing due to noise was also observed. Additional information from the field representative indicated that the cause of the low oor measurements was unknown. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the lead. Visual inspection revealed setscrew marks noted on the terminal pin in the proper location. The extracting stylet returned was found stuck in the lead. The poly insulation sleeve was bunched in a couple of places and the lead body curled, likely from being pulled with force and then being released. The clear medical adhesive was torn/separated from the proximal end of the proximal spring electrode. The proximal spring electrode was stretched. The polytetrafluoroethylene in the rate/sense portion was also bunched in several places. The rate/sense conductor coil was also stretched near the tip. The conductor coils were noted to be deformed and appeared to be flattened by some type of grabbing tool. Microscopic inspection noted webbing damage on the trilumen insulation. The insulation damage was consistent with a crushing type of movement. Due to the location and type of damage, it was likely caused by the entrapment in the clavicle/first rib region. The allegation was confirmed.